Manufacturer narrative:
This report is submitted on march 28, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported that the speech processor malfunctioned and allegedly ignited (date not reported). There was no allegation of serious injury associated with the issue. The processor has not been returned to the manufacturer as of the date of this report.